Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error just after bolus. The customer stated that they went to the hospital for a backup plan but were not admitted to the hospital. The customer's blood glucose was 28.0 mmol/l. The customer does use the sensor feature. They were unable to rewind the device. The discontinuation of the device was advised. Nothing further was reported.